Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles from lots 2152813 and an unspecified lot had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows. Stated, its happened with more than one box but she does not have lot numbers stated, almost half the box was affected".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2152813. Medical device expiration date: 30-jun-2027. Device manufacture date: 01-jun-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles from lots 2152813 and an unspecified lot had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported when priming, no insulin flows stated, its happened with more than one box but she does not have lot numbers stated, almost half the box was affected".